Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient was prepped for a biopsy procedure using magnum instrument. It was reported that the magnum driver fires unintentionally during the reloading process. It was further reported that following the second prime attempt, the magnum driver discharged immediately after the user removed their finger from the preparation mechanism. There was no patient involvement.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review were not required as the event was not classified as an unexpected event, the investigation did not identify any manufacturing related issues and no repeat failures were found during the service history review. Investigation summary: the magnum driver serial number (B)(6) was received at the bip biomedizinische intstrumente und produkte gmbh. The magnum driver was visually inspected upon receipt, and it was in good condition. The device was functionally tested and passed the test during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fires unintentionally issue. The root cause for reported device fires unintentionally issue cannot be determined as the problem could not be reproduced. Labelling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. G3, h6 (result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient was prepped for a biopsy procedure using magnum instrument. It was reported that the magnum driver fires unintentionally during the reloading process. It was further reported that following the second prime attempt, the magnum driver discharged immediately after the user removed their finger from the preparation mechanism. There was no patient involvement.